Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 40 mg/dl. The customer take the insulin pump off gave 3 unit of fast acting humalog, put the insulin pump in another site and check blood glucose every hour. The customer was advised that we are sending 2 replacement reservoirs and informed the correct steps to filling the reservoir.